Event description:
The following has been reported: biomed reported: "product issue: pump error. Sn: (B)(6). Description of issue: no physical damage found to device, reported issue was "pump error" with no other notes. Date and time issue occurred: unknown. Patient harm or delayed infusion: unknown/not communicated. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.